Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number. See scanned pages.

Event description:
The patient reported that the lap-band system "migrated, twisted and felt tight and was unable to swallow anything." Patient believes "vomiting" caused the band to "move and twist." Patient also reported feeling "depressed." Event was first noticed when the patient reported having the flu and the patient "fainted" at the doctor's office. The lap-band system was removed and not replaced. The reported events have not been confirmed by a healthcare professional.